Event description:
Doctor was doing a bone transport case using a 51-700-50 (threedlock transport, distractor 50 min). Doctor did some pre-shaping priot to implantation. In the process of fixating the plates, the doctor did multiple adjustments to the plates. Doctor was adjusting the font plate when it separated from the body of the distractor at the weld.